Event description:
The tibial insert and metal backed patella were revised due to wear.

Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford.